Event description:
It was reported that during an atrial fibrillation (afib) procedure the carto 3 system experienced a remarkable map shift after patient movement. The lasso catheter was in the pulmonary veins and was found to not corresponding to the displayed map location. The shift was noted not lining up with the pulmonary vein on the merged CT. Patient was under conscious sedation and had moved excessively during the procedure. No cardioversion was performed prior to the shift. The map shift was approximately 10 mm. Both the acl catheter and magnetic catheters shifted in the same direction and the same amount of shift. The case was completed. No patient injury was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure the carto 3 system experienced map shift after patient movement. The lasso catheter was in the pulmonary veins and was found to not corresponding to the displayed map location. The shift was noted not lining up with the pulmonary vein on the merged CT. Patient was under conscious sedation and had moved excessively during the procedure. No cardioversion was performed prior to the shift. The map shift was approximately 10 mm. Both the acl catheter and magnetic catheters shifted in the same direction and the same amount of shift. A new map was created and the issue was resolved. The procedure was completed without any patient's injury. After further evaluation it was determined the reason why map shift occurred without any error messages could potential be due to an accumulative series of allowed system compensated patient movements. No map shifts were noticed in the following procedures. DHR review was performed. No anomalies were noted in manufacturing or service.